Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that from xray and surgeon, tibial component tipped into varus. Sigma ps lt lug femur, sigma cocr fix tibia sz 2.5, sigma ps insert all came out and surgeon left patella. No stickers available and numbers not legible on explant components. Unknown date of implantation. Implants not being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.